Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. These devices are reusable instruments that can be exposed to numerous surgeries; damages from repeated use can occur. Damages from prolonged use, misuse or rough handling are likely probable causes of the reported events. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on these investigations, the need for corrective actions is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the devices had wear and tear of reduction forceps. No patient injury or other complications were reported. Delay 0-30 minutes reported. The procedure was completed with instruments provided by the hospital.